Event description:
It was reported that the spinal cord stimulation (scs) patient was unable to establish communication between the implantable pulse generator (ipg) and the remote control, with a communication failure message displayed. As a result, communication with the clinician programmer (cp) was also not possible. Troubleshooting included charging the ipg to rule out battery depletion, attempting connection with additional remote controls, and attempting cp connection using the magnet function. The issue persisted in all attempts. An ipg malfunction was suspected, and the ipg was subsequently replaced. Following replacement, successful communication between the ipg and the remote control was achieved. No adverse patient effects have been reported since the procedure.